Event description:
Customer reported the valve body on this e2010 was cracked. It leaked very slowly when the water reservoir was removed from the system for refilling. It did not leak when placed on-board the system. A replacement valve body was shipped to the customer and installed which resolved the issue. No operator or other personnel were harmed due to the cracked valve body.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. A 2.25x32mm promus element stent was prepped in the normal fashion when stent damage was noted. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
The investigation showed the valve body crack might have been caused by syswash. The part is recommended to be exchanged every 6 months on preventative maintenance. The valve body was replaced and the issue was resolved. No injury, due to the fluid, was reported by the customer.